Manufacturer narrative:
The t:slim g4 pump user guide states: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after filling the tubing, the customer clicked the back button causing the load sequence to start from the beginning. Reportedly, the customer did not disconnect from the infusion set site during the second fill tubing step and inadvertently delivered 17.8 units of insulin. The customer's blood glucose (bg) level was impacted (39 mg/dl), and was addressed by administering glucose shots and drinking orange juice. Tandem technical support (cts) followed-up with customer, who stated bg level was stable and had gone up to 77 mg/dl. Cts followed-up again and bg level had went low (67 mg/dl), and was addressed by administering a glucose shot. Cts followed-up one more time, and bg level had stabilized (82 mg/dl) after a regularly scheduled healthcare provider appointment.